Event description:
A customer contacted baxter's technical service center reporting air in the patient line and the home patient (hp) needed to end therapy on a home choice (hc). The hp stated there was a lot of air in his patient line and he wanted to end therapy and start over. The technical service representative (tsr) instructed the hp to cycle power off/on and end therapy. Product surveillance contacted registered nurse (rn) on (B)(6) 2012 regarding the air in the line. The rn stated that they have not heard about this incident from the home patient (hp). The rn said they have seen the hp and the hp is continuing therapy as normal with no reported problems. The rn stated that he will bring up the incident to the hp and discuss procedure and possible causes of the air. No patient injury or medical intervention was indicated. No further information was provided. There was patient involvement. No patient injury or medical intervention was reported

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a air in the tubing-without alarm is not confirmed and the assignable cause is undetermined because the disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the air in tubing - without alarm issue.